Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 483 mg/dl. The customer had been wearing the same infusion set for two days at the time of the event. The customer could not perform troubleshooting on the insulin pump at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.